Event description:
Subsequent to the initial medwatch filed, the device analysis revealed one cuff tab was broken off and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tab is not known.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. In addition, one of the anterior cuff tabs measuring one one-hundredth of an inch square was broken off and was not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on visual inspection and functional testing of the returned device, there is an indication of a product deficiency. During device inspection excessive loctite inside the needle shank was observed, which would prevent the push mandrel from traveling beyond the distal end of the shank to eject the posterior cuff out of the posterior foot pocket. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. This incident appears to be isolated to a single device, with no indication of impacting a larger population within the lot. Further assessment of corrective/preventive actions will be conducted per local site and department procedures.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, when the plunger was retracted no suture came out. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.